Manufacturer narrative:
Device expiration date: unknown. (B)(6). Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for missing label content (no expiration date) on lot # 5084837. Investigation summary: customer returned photos of a bd alcohol swab from lot # 5084837 as well as a photo of a bd alcohol swab from lot # 8263720. Customer states that material other than the required one is detected (green towel) with no expiration date. The attached photos were examined and exhibited the alcohol swab packet printed in green with only the lot number printed on it while the alcohol swab packet printed in purple has the lot number, manufacturing date, and expiration date printed on it. The green swab packet (from lot # 5084837) was manufactured in 2015 while the purple swab packet (from lot # 8263720) was printed in 2018. As per manufacturing, tis change in the packaging took place in 2016. No defects were observed on either of the pictured swabs as they are both printed correctly. A review of the device history record was completed for batch #5084837. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Note: this batch was ran prior to the packaging spec changing to have 3 lines (lot, manufacture date, expiry date). This batch only required the batch number to be printed on the packaging. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 5,790 alcohol swab premium 3000 units blk experienced missing label information or illegible labelling information.